Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. There were water droplets on the inside of the lcd window. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a horizontal crack in the battery threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had error message with the red x. The blood glucose level was unknown at the time of incident. Customer stated that they received open book image on the screen. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.